Event description:
The ventilator was due for a routine preventative maintenance. A note was received with the ventilator that stated that the turbine was not working. The ventilator was not connected to a patient when the reported problem occurred.